Event description:
It was reported that the representative was present for a case and had interrogated two pumps. Both showed they were currently stalled and had not recovered and neither pump was yet implanted. The representative had the pump in the garage and also in the car for three hours on the day of the report and cold weather was discussed. It was further clarified whether a pending alarm situation would be appropriate and noted that the pumps were being returned.

Manufacturer narrative:
Concomitant medical products: product ID: 8637, serial# unknown, product type: pump. (B)(4).